Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer stated they were able to lower their blood glucose to 91 mg/dl by changing the insulin. Troubleshooting found the customer's drive support cap appeared to be normal. The customer stated their cannula was not bent upon removal from their body. Troubleshooting also found the insulin pump passed a self test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.